Event description:
It was reported that the patient was referred for exploration and revision of the generator and lead. It was clarified that the patient had had trauma to the chest and then started having a pulling sensation and hoarseness, so they thought there was a fracture. . Surgery was to find out if there was a fracture. System diagnostics were okay, indicating continuity of the system. No further relevant information has been received. No known surgical intervention has occurred to date.